Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the battery charging limit was found to be set to 0%. The device's battery charge limit was reset to 100% to correct the issue.